Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("essure device subsequently failed to prevent pregnancy") in a (B)(6) female patient (gravida 10, para 4) who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy on (B)(6) 2008 and parity ((B)(6) 1998; (B)(6) 2001; (B)(6) 2009; (B)(6) 2011). Concurrent conditions included asthma, diabetes and urinary incontinence. Concomitant products included amoxicillin w/clavulanate potassium, atorvastatin, dicycloverin (dicyclomine), glipizide, insulin lispro (humalog) and omeprazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 29 days after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection: uti"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/loss specify: both") and pain ("all over pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methylergometrine maleate (methergine), surgery (hysterectomy (full), salpingectomy (bilateral), modified mccall¿s culdoplasty, cystourethroscopy), alternative therapy (d&c), alternative therapy (pessary ring) and alternative therapy (pessary ring). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the abortion spontaneous, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, vaginal discharge, weight fluctuation and pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2008, patient was pregnant. The essure device subsequently failed to prevent pregnancy and experienced a miscarriage on (B)(6) 2010. Then she was pregnant gain and delivered an infant on or about (B)(6) 2011. Patient also experienced nausea, abdominal pain, bleeding, vomiting, pain, bloating and increased bleeding. (Captured under case (B)(4)). Plaintiff's symptoms resolved after the (B)(4) 2015 surgery. Patient was 12 weeks pregnant on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: confirmed complete occlusion of both fallopian on (B)(6) 2010, patient had an hsg (hysterosalpingogram) test that confirmed complete occlusion of both fallopian tubes and essure devices appeared in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, dysmenorrhea, miscarriage, pregnancy. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hair loss, infection: uti, pain, vaginal discharge, weight gain/loss, all over body pain were added, outcome of the event updated. Medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("essure device subsequently failed to prevent pregnancy") in a 33-year-old female patient (gravida 10, para 4) who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy on (B)(6) 2008 and parity ((B)(6) 1998; (B)(6) 2001; (B)(6) 2009; (B)(6) 2011). Concurrent conditions included asthma, diabetes and urinary incontinence. Concomitant products included amoxicillin w/clavulanate potassium, atorvastatin, dicycloverine (dicyclomine), glipizide, insulin lispro (humalog) and omeprazole. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss specify: both"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 29 days after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced urinary tract infection ("infection: uti"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and pain ("all over pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methylergometrine maleate (methergine), surgery (hysterectomy (full), salpingectomy (bilateral), modified mccall¿s culdoplasty, cystourethroscopy), alternative therapy (d&c), alternative therapy (pessary ring) and alternative therapy (pessary ring). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the abortion spontaneous, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, vaginal discharge, weight fluctuation and pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pain, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2008, patient was pregnant. The essure device subsequently failed to prevent pregnancy and experienced a miscarriage on (B)(6) 2010. Then she was pregnant gain and delivered an infant on or about (B)(6) 2011. Patient also experienced nausea, abdominal pain, bleeding, vomiting, pain, bloating and increased bleeding. (Captured under case 2017-150260). Plaintiff's symptoms resolved after the (B)(6) 2015 surgery. Patient was 12 weeks pregnant on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: confirmed complete occlusion of both fallopian on (B)(6) 2010, patient had an hsg (hysterosalpingogram) test that confirmed complete occlusion of both fallopian tubes and essure devices appeared in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia, dysmenorrhea, miscarriage, pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.